Event description:
A malfunction alarm identified as malfunction code 16 occurred, prompting the customer to report the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. The customer was also guided on how to put the pump into storage mode before sending it back using a pre-paid label within ten days.